Event description:
Reported as lap-band leak.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis when it is explanted as well as indicate the product serial number. The connector type cannot be identified, nor an assumption made as to the type of connector associated with this complaint because no serial number was given. Visual examination may determine the connector type associated with this report. The entire lap-band system is scheduled to be explanted. Since the device has not yet been explanted, and returned to inamed no analysis, or testing has been done. Further information from the reporter regarding serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks, and leakage."